Event description:
Pt had a clotted tesio catheter used for hemodialysis access. Surgical procedure to replace the catheter. Catheter was noted to be non-functional when dialysis attempted. (Report being made for purposes of tracking the usual life of a dialysis catheter access device.)